Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
This follow-up MDR is created to document the additional event information received for record #(B)(4). According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2017 and removed/replaced on (B)(6) 2020 due to a tubing rupture. Additional information received indicated the device stopped working three years after implant. ¿damage the tube near the cylinder¿ was reported. A titan touch pump, two cylinders, and reservoir were received for evaluation. Examination and testing of the returned components revealed a separation within abrasion in the exhaust tubing of cylinder 2. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. Partial separations within abrasion were noted on the pump inlet tubing and the detached inlet tubing. These were not sites of leakage. Surface abrasion was noted on all pump tubing, exhaust tubing of cylinders 1 and 2, and on the reservoir inlet tubing. No functional abnormalities were noted with the pump, cylinder 1, or detached inlet tubing. Based on recreation of the position of the tubes according to the abrasion pattern, this demonstrates that all pump tubing were overlapping in-vivo. This positioning, in combination with device usage over time, could contribute to sufficient stress to cause a separation through the exhaust tubing of cylinder 2 at this site. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, tubing rupture was noted. The device stopped working in (B)(6) of 2020. The device was removed, and another inflatable penile prosthesis was implanted.